Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the tip of the dilator was damaged with 3 mm (millimeter) long cracks before opening the package. This product problem did not result in any reported patient impact.